Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was being placed into the pt's right internal jugular in the access center. After the catheter was pulled through the exit site, the tunneler disconnected and the cap and compression sleeve dropped off. As a result, another kit was opened to replace the compression cap and sleeve. There was no delay in treatment, no pt death and no pt complications were reported. The pt received a successful placement.